Manufacturer narrative:
The pump was returned to the european operations center (eoc) on (B)(4) 2018 and sent to the united states for returned product analysis on (B)(4) 2018. The product has not yet been received in the united states. An interrogation of the pump revealed the dose to be 1398.3 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient did experience symptoms related to the motor stall, however, specific symptoms were not provided. It was reported that no contributing factors to the event were identified. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign distributor regarding a patient who was receiving lioresal (2000 mcg/ml at an unknown dose) via an implantable pump for tetraplegia spasticity. It was reported motor stall occurred. The event date provided was (B)(6) 2018. Print-outs were not available. It was reported there was no harm, injury, or death, but it was also reported the pump and catheter were replaced. The explant date provided was (B)(6) 2018. The patient outcome was "ok." It was stated the pump would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via distributor. It was indicated the patient suffered a spinal cord injury on (B)(6) 2010 in the level of c4-c5. Later on, they developed spasticity and on (B)(6) 2012, the first baclofen pump was implanted. The patient reported from the beginning on their spasms were not alleviated by the function of the pump. On (B)(6) 2018 the patient complained about stronger spasms and hearing the pump alarm going off. The programmer showed a motor stall occurred error, and the patient was transferred to another clinic.